Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pelvic/vaginal pain, recurrent stress urinary incontinence (required "copatite" urethral injection on (B)(6) 2014), extreme stabbing pain during intercourse, pelvic trauma, anxiety, fibrous tissue, additional surgical and non-surgical intervention, postoperative inability to void requiring reinsertion of foley catheter and an additional night in the hospital, worsened obstructive symptoms with sensation of incomplete emptying (some degree of urethral obstruction from sling), worsening urgency with new urge incontinence, credé voiding, painful urination, urine retention, urinary frequency, moderate tenderness to palpation of urethra, subtle mid-urethral band ((B)(6) 2013), impending urethral erosion (mesh fibers noted under magnification, significant inflammation and granulation-type response on right side of urethra, opening in urethral mucosa along the deep surface of the sling, and defect in periurethral fascia along the bed of the sling; (B)(6) 2013), benign fibrous tissue with mild chronic inflammation ((B)(6) 2013), left pupil dilated, blurred vision, numbness on left side of face very likely secondary to touching eye after removing scopolamine patch ((B)(6) 2013), bladder spasms, urethra possibly particularly weak with loss of some coaptation (required copatite urethral injection on (B)(6) 2014), transvaginal excision of mesh sling, complex urethrography and cystoscopy ((B)(6) 2013).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the ajust helical sling system may include, but are not limited to: · postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. · urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over correction/typically too much tension placed on the implant. · perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. · irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. · extrusion through vaginal epithelium or erosion into surrounding viscera or adjacent organs. · inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). The total number of events for product classification code pah is 1. Qty (B)(4)- ajust adjustable single incision sling (single).

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame: january 1, 2015 through february 28, 2015. The information provided by bd represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame: january 1, 2015 through february 28, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame: january 1, 2015 through february 28, 2015. The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: the information provided by bard represents all of the known information at this time.